Manufacturer narrative:
Agfa did not evaluate the suspected device. The complaint was received from FDA and not directly from the customer. Based on the limited information provided, agfa was not able to identify the customer or evaluate the device.

Event description:
On december 11, 2017, agfa received a notification from FDA of medwatch mw5073483 in which a customer reported a failure of the right front castor mounting plate within the dx-d 100 base assembly that supports the system. The information provided in medwatch mw5073483 is insufficient to identify the customer. Based on the limited information, agfa screened our database for similar reported events. In the past a damaged unit has been investigated by our supplier and investigation revealed "misuse or very rude use in the field. A very strong hit, impact due to a high step, fatigue due to over stressing or similar could have produced a micro fissure which could be increased with the use and causing finally the breaking." As part of the investigation for this event, agfa contacted the supplier and the supplier conclusion remains the same "misuse or very rude use in the field". There has been no reported harm to patient or user during this event. No further actions will be taken.